Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received alerts for out of range high voltage lead impedance. These alerts were considered false alerts. Programming changes were made. Patient condition was good.